Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent percutaneous balloon angioplasty of autologous arteriovenous fistula in the left forearm and percutaneous stent implantation procedure. During the procedure upon deployment of the vascular covered stent, the tip of the stent delivery sheath broke off during withdrawal. It was retrieved along with the guidewire sheath, revealing a residual delivery sheath tip approximately 10 cm in length. There was no patient reported injury.

Event description:
On (B)(6) 2025, a patient underwent percutaneous balloon angioplasty of autologous arteriovenous fistula in the left forearm and percutaneous stent implantation procedure with proximal puncture of the cephalic vein. Upon deployment of the vascular covered stent, the tip of the stent delivery sheath broke off during withdrawal. Stent could not be retrieved due to significant resistance. Ultimately, the sheath opening had to be enlarged to extract the sheath-guided wire along with the fractured stent tip. Patient required an enlarged incision as additional medical intervention.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: photos of the distal end of the stent delivery system catheter were provided for assessment. The images confirmed that a segment of the inner catheter, approximately 4 cm in length, had broken off. Based on the photos, no further conclusions could be drawn, and there was no indication of a manufacturing-related cause. In this case, the anatomy was reported as neither tortuous nor calcified, and device-compatible accessories were used. As the delivery system was not returned, no direct product evaluation could be performed. Images provided by the customer confirmed that a segment of the inner catheter had broken off. Even though it is reasonably suggested that the breakage occurred as a consequence of the reported difficulties after stent deployment, the reported difficulties to remove the delivery system could not be verified. Based on the available information, the reported breakage of the inner catheter is confirmed. Based on the photos provided, the reported difficulties to remove the delivery system after stent placement could not be verified. A definitive root cause for the reported issues experienced by the customer could not be determined. Labeling review: the labeling supplied with this product was reviewed. The potential risk associated with the reported issue is addressed in the instructions for use (IFU), which references possible complications and adverse events, including the need for open surgical intervention. Additionally, the instructions for use specifies that a 0.035-inch (0.89 mm) guidewire of appropriate length and an introducer sheath with a suitable inner diameter are required to ensure safe stent delivery and removal of the delivery system. B5, g3, h1, h6 (patient, device, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.